Event description:
It was reported the pt experiences pocket heating while charging her ipg. The pt plans to meet with an sjm representative to discuss the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Remedial action: (correction) 1627487-12192011-001-c. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.